Event description:
It was reported that oversensing by the right ventricular lead in tandem with device settings had triggered noise reversion algorithms although no noise was present. The patient was asymptomatic. No programming changes were made and no further occurrences were observed through remote monitoring.

Manufacturer narrative:
(B)(4).